Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated they were not able to trouble shoot the issue at the time of the call. The customer was advised to change their reservoir and infusion set as soon as possible. The customer will send their reservoir back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.